Event description:
It was reported that during a da vinci-assisted procedure the instrument jaws would not open. The reporter did not have additional information regarding the instrument. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) made several attempts to obtain additional information from the customer concerning the reported event with no success as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has made several attempts to contact the customer with no success to obtain information related to the product involved in this complaint. At this time, the actual instrument type is not known. The product has not been returned for evaluation. Therefore failure analysis of the product cannot be performed. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Due to limited product information being provided, neither an instrument nor system log review could be performed. No image or procedure video was provided for review. This complaint is reportable due to the following: during a procedure, the instrument jaws were reportedly stuck in a closed position and failed to unclamp or open when commanded by the user or system. At this time, it is unknown how the instrument jaws were opened. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.